Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from wife of the patient, stating that the patient is deceased, and caller would like to stop receiving all notices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.